Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d7a.

Event description:
A complaint was received via a direct call to the emergency support program regarding sensation 7fr. 40cc intra aortic balloon (iab) that fiber optic sensor failure alarm on a cardiosave device during use. No patient harm or injury was reported. Troubleshooting was performed with the nurse including verification of proper fo cable connection. The fse was guided to transition from the fiber optic sensor to a transducer pressure source and to label the fo cable as not for use. Following transition, the inner lumen was identified as clotted, and the fse capped and labeled the lumen and transitioned to an alternate arterial access (radial arterial line). The issue was determined not to be a device malfunction. The caller reported no additional needs after support was provided.

Manufacturer narrative:
Due to characterization limit e1 event site name is (B)(6). Additional mail ID (B)(6). Product was not returned so an exact cause of the issue could not be identified. However based on our investigation a fo failure and clotted lumen can occur due to one or more of the following probable causes a fiber optic sensor failure in an intra aortic balloon refers to the malfunction or loss of signal from the fiber optic pressure sensor within the intra aortic balloon catheter. This sensor is responsible for accurately detecting and transmitting real time aortic pressure waveforms to the iabp console which are critical for timing the inflation and deflation of the balloon during cardiac cycles. Causes of a sensor failure ¿ optical sensor kink ¿ break in sensor ¿ connector issue clotted inner lumen clotted inner lumen is a blockage of the catheter inner channel and it is typically caused by blood clot formation within that lumen. When the inner lumen becomes occluded by a blood clot it can no longer transmit accurate arterial pressure. Inner lumen importance the inner lumen of an iab catheter serves the purpose of monitoring the arterial pressure waveforms. Causes of clotted inner lumen ¿ inadequate flushing of the inner lumen ¿ kink in the inner lumen ¿ iab remaining inactive or on standby for more than 30 minutes.